Manufacturer narrative:
No further information is available at this time. If additional information is received, this report will be updated at that time.

Event description:
It was reported that this device was not working and a red alert was recorded via the patient's remote monitoring system. This device remains in service. No adverse patient effects were reported.